Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer called ascensia customer service to seek help with her contour next one meter. During the call, a control test was run by the customer and a reading of 213 mg/dl was obtained at 10:47 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house testing was performed using an in-house contour next one meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g48. All control readings obtained during in-house testing were properly marked as control results in meter's memory.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.